Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. The user cleared the alarm and insulin delivery was resumed. Reportedly, the user declined to provide a blood glucose (bg) level. However, the user does not believe this impacted their bg level.